Manufacturer narrative:
The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-360; lot# d608. Triathlon ps fem comp #7l-cem; cat# 5515-f-701; lot# sytpm. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# brzt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Due to infection, the implants were removed and replaced with an antibiotic spacer.

Manufacturer narrative:
An event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there has been (B)(4) other similar event for the lot and one other similar event for the sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Due to infection, the implants were removed and replaced with an antibiotic spacer.